Event description:
Patient presented to the physician, two days post-implant procedure, with redness at the chest incision site. Physician admitted the patient and placed them on IV antibiotics. Blood test revealed an elevated white blood cell (wbc) count. Patient was discharged with improvement and will continue IV antibiotics.